Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing due to post-sensed t-wave oversensing that was noted during remote follow-up via merlin transmission. Recommended programming changes were discussed. The patient was stable.